Event description:
It was reported, the surgeon was drilling the proximal 6.5 screw hole and the drill got stuck in the drill sleeve and we couldn't get it removed from the drill sleeve intra-operatively. A cannulated drill bit was used in its place.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.